Manufacturer narrative:
(B)(4). Medical products ¿ biomet unknown m2a-38 head catalog#: unknown, lot#: unknown, biomet unknown taperloc stem, catalog#: unknown, lot#: unknown. (B)(4). The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. If any further information is received that alters our conclusion or information, a supplemental report will be submitted accordingly.

Event description:
It was reported in a journal article titled, "reduction in early dislocation rate with large-diameter femoral heads in primary total hip arthroplasty" that seven hips had acetabular radiolucent lines. Three patients had radiolucency in zone I, 4 patients in zone ii, and 2 patients in zone iii. None of the radiolucencies measured more than 2-mm thick in any zone no patient had a radiolucency in all zones. No revisions were reported and patients' outcomes are unknown. Attempts to obtain additional information have been made; however, no more is available at this time.